Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with scratches on display window, but noted no scratches on lcd screen.

Event description:
Customer reported scratches on the screen of the insulin pump. Customer's current blood glucose reading is 86 mg/dl. No further information reported.